Event description:
A patient is male, (B)(6). He was treated with optima on (B)(6) 2004. After that, 3 optima screws were broken and the patient underwent revision surgery on (B)(6) 2012. Two broken screws (6.0 x 35 mm) in s1 and one broken screw (5.0 x 50 mm) in l5. Bone quality was unknown and events leading to discovery of broken screws unknown.

Manufacturer narrative:
To say that this event occurred by product's defect still needs to be determined - more information on the patient, the conditions of the implantation and the occurrences leading to the event are required. Investigation for additional information was initiated - devices are required to be sent back to u & I for analysis, the distributor in the field was asked to retrieve the information on the patient, the conditions of implantation and the occurrences leading to the event allowing a final report to be issued.